Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The current blood glucose reading is 274 mg/dl. Bolus attempted. Customer noticed at school that the drive support cap was protruded. Customer did push the drive support cap back in. Nothing further reported.